Event description:
This is the second of two reports on the same event involving two lenses, one lens is a sphere and the other is a toric. Refer to medwatch 9614392-2011-00060 for a description of the first part. Coopervision received a letter from the eye care practitioner stating a pt was diagnosed with a corneal ulcer while wearing biofinity toric (comfilcon a) lenses. The ecp did not treat the pt as the pt was referred to a hospital. The pt was told to discontinue contact lens use and to go back to daily disposable lenses once the eye was healed. Pt was treated with an antibiotic cream.

Manufacturer narrative:
Event was reported by a letter from the eye care practitioner directly to coopervision. Method: a review of the mfg records for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one moth of receipt of the add'l info.